Event description:
It was reported the pt (B)(6) has been hospitalized four times in a six week period of time due to his dbs ipg not working. Each time it was possible to restart the ipg and reprogram the system with good effect. The physician reported that the pt has not been in contact with any magnetic equipment. It has been suggested the ipg be replaced; however, further diagnostic testing will be done prior to determining the next course of action.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.